Manufacturer narrative:
Corrected data: date of event: (B)(6) 2021. Date of report: 29-jan-2021. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -10.0/2.5/111 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye. The lens was removed and replaced with the stanby lens within the same surgery. No injury to the patient was reported and cause of event was unknown.